Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions with a thermocool&#59411;smarttouch uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, high force numbers were observed immediately prior to the patient becoming hypotensive. Perforation in the right ventricle led to a tamponade. Pericardiocentesis yielded an unknown amount of fluid. Remainder of procedure was abandoned. The patient was reported to be in a more stable condition at the time of complaint report. Physician did not provide a causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 07/15/2016: this adverse event occurred during the use of a biosense webster product during the mapping phase. High force red flash was seen just prior to perforation occurred. No ablations were performed. The event required surgical intervention and drainage of the excess fluid in the pericardial sac. The patient did not require hospitalization due to the event. The patient¿s condition is unchanged as premature ventricular contractions (pvcs) are still present. The physician is unsure what caused this adverse event. No transseptal puncture was performed. The patient received heparin 10000 iu at the start of the procedure. There was no activated clotting time sampling done post heparin administration or prior to tamponade. No known factors contributed to the adverse event. The generator was in temperature control mode and the parameter cut offs were: 43 °c and 30w. The flow was set at 2ml/min. The sheath that was used was an 8fr 10cm technopath femoral introducer. The patient¿s date of birth is (B)(6), patient gender female, patient weight (B)(6). The patient has a medical history of premature ventricular contractions originating in the left ventricular outflow tract. In addition, additional information was received on the product used during the procedure on 08/02/2016. The model number originally provided was incorrect. The model number was updated from "d-1336-02-s" to "d-1327-05-s" and the previously unknown lot number was updated to "17464899m". The UDI number is now available and can be found in the UDI field of this report. Furthermore, the bwi failure analysis lab received the device for evaluation on 07/21/2016. (B)(4). It was reported that a patient underwent an ablation procedure for premature ventricular contractions with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.